Event description:
On (B)(4) 2012, customer reported that the flow cell drain chamber overflowed on the dxc 600 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the drain tube had restricted flow. Fse also noted fluid build-up in the drain chamber, which resulted in the drain valve not functioning properly. Fse replaced the ion-selective electrode drain valve and this resolved the issue. System functionality was verified by established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).